Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. One sample was received within its sealed original packaging, inside a plastic bag in unused conditions. The sample was visually inspected accordingly with visual inspection procedure . Per visual inspection, every component was in good condition, no defects were found in the sealed package. The sample was opened in order to inflate the cuff with air using a syringe in order to evaluate the cuff. The sample cuff can be inflated, therefore the customer complaint was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective action is required since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: testing/inspection: no product was returned. It was unable to confirm the reported complaint. If the product is returned smiths medical will reopen this complaint for further investigation. Other analysis: no other analysis was performed. Mitigation. According to rmp 1031 rev.001 ?risk management plan summary for blue line ultra / blue line ultra suction aid tracheostomy? Cuff leakage is tested with an uson leak tester for any leaks on pilot balloon or cuff. Occurrence: cuff leakage with potential cause of insufficient thf pvc cement cuff leakage with potential cause of wrong handling improper assembly with potential cause of method not followed detection: mp trachy blu-tj100 100% visual inspection and 100% inflation tests after 12 hrs of resting, cuff has inflated and ensures no deflation has occurred mp trachy blus-tj110 reinflation tests after 6hrs of resting and 100%visual inspection according to av-0285 and av-0105: per md09-366 maintenance procedure: 100% pressure decay leak test mp trachy blu-tj115. Per qp trachy blu-tj visual inspection with product inflated aql 0.25/gi. Per qp trachy blu-tj pressure decay leak test aql 0.25/gi. Root cause: customer reported: distributor reports that a hospital in the capital indicated the following: the balloon does not make a good seal? No root cause could be determined since the complaint was not confirmed. Action taken: no corrective actions are required since the complaint was not confirmed.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu ) that the balloon does not make a good seal. No patient adverse events reported.